Manufacturer narrative:
A tear was found in the exposed portion of the soft cannula. Fluid was seen diverting through the tear. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No blood was observed on or within the device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding or bruising and no issues were found.

Event description:
It was reported that the patient's blood glucose (bg) values reached 300 mg/dl, while wearing between 4 and 24 hours on the abdomen. For treatment, the patient gave a correction bolus.